Manufacturer narrative:
(B)(4). Reference exemption number e2017029. Possible lot numbers: 33169817, 33260716. An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The failure root cause cannot be determined due to the device not being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.

Event description:
It was reported the screws pulled out of the bone. Screws were removed.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The failure root cause cannot be determined due to the device not being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Manufacturing date: lot 33169817, date 05 july 2016; lot 33260716, date 29 june 2018.